Manufacturer narrative:
Compliant conclusion: as reported, a 6f 100cm judkins right (jr) 3.5 infinity diagnostic catheter was contaminated due to the observation of a hair inside of the ¿bag¿. There was no reported injury to the patient. Two pictures were received for analysis and show a section of the pouch with foreign material near the sealed section of the pouch. It appears to be a hair or long fiber. A sterile unit of ¿cath f6inf tl jr 3.5 100cm¿ was subsequently received for analysis. The pouch seals were received intact, and the sterility was not compromised. During visual inspection, a hair with a length of approximately 3 cm was noted inside the sterile packaging. The unit was inspected with a vision system to obtain a magnified image confirming the presence of a hair inside the pouch. Ftir results confirmed the fiber inside the pouch is hair. A product history record (phr) review of lot 18160752 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as ¿packaging/pouch/box ~ foreign material in sterile package-moveable particle¿ was confirmed. According to the visual inspection through the vision system and the infrared spectrum, the foreign material found inside the sealed sterile package is hair. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use if package is open or damaged.¿ per analysis of the returned device, foreign material inside the sterile pouch was found to be manufacturing related and a risk assessment was initiated to address this issue no further actions will be taken.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f 100cm judkins right (jr) 3.5 infinity diagnostic catheter was contaminated due to the observation of a hair inside of the ¿bag¿. There was no reported injury to the patient. Additional information was requested but was not provided. The device has now been returned.

Event description:
As reported, a 6f 100cm judkins right (jr) 3.5 infinity diagnostic catheter was contaminated due to the observation of a hair inside of the ¿bag¿. There was no reported injury to the patient. Additional information was requested but was not provided. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d4, d9, g3, g6, h1, h2, h3, h6, and h10 a review of the manufacturing documentation associated with lot 18160752 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f 100cm judkins right (jr) 3.5 infinity diagnostic catheter was contaminated due to the observation of a hair inside of the ¿bag¿. There was no reported injury to the patient and the device will be returned for evaluation.